Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger; product ID: 97740, serial# (B)(4), product type: programmer, patient; product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015; product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative concerning patient with implantable neurostimulator (ins) for unknown indication. It was reported patient had device explant. The patient had multiple reprogramming attempts, and none were very successful at helping her pain. The patient states it never gave her good enough pain relief and she got along well without it. No further complications were reported/anticipated.